Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was pressure tested with no issues noted; no leakage or blockage was observed. The reported condition was not verified during testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked along the tubing of the set. This was identified during priming. There was no patient involvement. No additional information is available.